Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12-feb-2026, it was reported by a sales representative via (B)(4) that an ar-6480 dw arthroscopy pump outflow was not reading. This was discovered during the case. Another device was used to complete the case with no patient harm.